Manufacturer narrative:
The t:slim pump user guide states: if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that on (B)(6) 2016, the customer received a change cartridge alert, as the cartridge change process had not been completed. Customer reverted to manual injections and reported an elevated blood glucose (bg) level of 300 mg/dl with small ketones. Additionally, the customer reported not feeling well for the past 2 weeks. The following day ((B)(6) 2016), the customer was admitted to the hospital for elevated bgs and was treated with pain medication, insulin, and fluids. The customer was released from the hospital on (B)(6) 2016, with no permanent damage and the issue resolved.

Manufacturer narrative:
Incomplete bolus alert- no failure identified.